Manufacturer narrative:
Continuation of d10: 439888 lead implanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department for a lead integrity alert (lia) that was triggered for high-rate, non-sustained episodes and short ventricular intervals. It was noted that the right ventricular (rv) lead exhibited non-physiologic intervals oversensing resulting in inhibition of ventricular pacing. After the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and pocket manipulation, it appeared to show noise on the right ventricular (rv) lead with movement. The crt-d and rv lead were revised. During the revision procedure, it was noted that the rv lead was loose in the header. Re-insertion was accomplished and electrical testing was performed without issue. The crt-d and lead remain in use. No patient complications have been reported as a result of this event.